Manufacturer narrative:
On (B)(4) 2016, a zeiss representative removed the target and the microscope was re-calibrated. A medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. Inaccuracy(> 3mm) target from microscope untighten. Recommendation to recalibrate microscope. On (B)(6) 2016 a medtronic representative reported that nothing was done,the inaccuracy was noted and informed the site not to use microscope in navigation, the tracker did not move anymore because a (B)(4) representative tightened the target. Recommendation made to re-calibrate the microscope. No further issues have been reported.

Event description:
A site representative reported a target move on a navigation system microscope zeiss. This was noticed when setting-up operative room and was not used in navigation mode. Inaccuracy checked at greater than 3 millimeters. There was no patient present when this issue was identified.